Manufacturer narrative:
This supplemental report is being submitted to provide the patient information, provide additional event information, provide the device expiration date, provide concomitant medical product, provide the date additional information was received, and provide the device manufacturing date.

Event description:
Additional information was received and the reported procedure performed was a pulmonary vein isolation ablation (pvi) for atrial fibrillation (afib). It was reported that a steam pop was noticed during the first burn on the cavotriscuspid isthmus (cti) on the tricuspid side of the isthmus. A small pericardial effusion was noted so the physician took a base line fluoroscopy image of the heart border as well as some intracardiac echocardiography (ice) images. The images showed no accumulation of fluid. The physician proceeded to complete the ablation across the cti. Afterwards, there was a slight drop in atrial blood pressure. The physician looked under fluoroscopy and ice and noticed that there was accumulation of fluid but it was not significant enough to perform pericardiocentesis. The patient was observed for 30 minutes in the procedure room with no change or further accumulation of fluid around the heart. The patient was later transferred to intensive care unit (ICU) for further observation. The user facility reported that the patient did not have prolonged hospital stay as the patient was discharged to home the following day fully recovered. The physician's opinion in the causality of the reported event is that the steam pop was unforeseen due the temperature staying stable and the decreasing impedance. The steam pop occurred within 12 seconds of the first rf ablation to the cti. The physician also stated that the event was not caused by the malfunction of the ultrasound catheter but was most likely caused by the map catheter.

Manufacturer narrative:
The device referenced in this report was returned for evaluation. During the evaluation, the device was visually inspected and no physical damage was observed. The device underwent acoustic testing and it passed.

Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that while performing an atrial flutter linear ablation (after an atrial fibrillation ablatio n had already been performed) a steam pop was heard. No impedance or temperature rise was seen on the ablation telemetry. The patient had a slight and temporary drop in blood pressure (from 110 to 90 mm hg) but it was not known if the drop in pressure was related to the steam pop. Echocardiography showed a slight amount of fluid in the pericardial space. No intervention was performed. The patient was placed under observation. It was not known at the time of the call if prolonged hospitalization will result. Bwi products in use were: carto xp (B)(4), stockert generator (B)(4), coolflow pump (B)(4), navistar (B)(4), lasso (B)(4), cs catheter (B)(4) and acunav (B)(4). Reported by (B)(6).